Event description:
It was reported that the patient¿s readings are consistent with signs of dampened waveforms. It has been recommended that the clinic evaluate for possible cause of reduced blood flow to the sensor.